Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with multiple episodes of post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were reported. The patient was in stable condition.